Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a scratched lcd window.

Event description:
The patient stated that she has been experiencing high blood glucose levels between 300 and 360 mg/dl ever since receiving the insulin pump on (B)(6) 2014. The patient also stated that she has had to go to the emergency room twice due to high blood glucose, nausea and headaches. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The patient did not feel comfortable wearing this unit, and requested a replacement. Nothing further was reported.